Event description:
It was reported to philips that device doesn't work nor pass op check due after drop. Additional information has been requested. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the dfm100 device indicating that the device is not working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The bench tech evaluated the device at the repair facility. It was determined that this was a malfunction of the therapy pca (printed circuit assembly), which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time. Update: the therapy printed circuit assembly (pca) was delivered to the failure analysis lab for the technical evaluation/repair by the failure analysis engineer. The pca was visually inspected for signs of wear, damage, corrosion, or missing components, and a large chip was found on the edge of the pca, damaging internal traces. The pca under test was placed on the test fixture, and the fixture turned on with the therapy knob set to monitor. The unit powered up displaying ECG failure message. The broken trace runs from r6 to r154 and responsible for the communication error. Based on the information available and the testing conducted, the cause of the reported problem was physical damage of the therapy pca. The reported problem was confirmed.

Event description:
This report is based on information provided by philips bench repair tech and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 device indicating that the device is not working. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.